Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The proglide instructions for use states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. The investigation determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017- failure to follow steps / instructions was added as the proglide device was deployed at the wrong angle. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the proglide device was deployed at a wrong angle and a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.